Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced tenderness at the abutment site and was prescribed topical antibiotics (date not reported). The implanted device remains.